Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 27apr2020.

Event description:
The customer reported a navigation ring failure. There was no patient involvement.

Manufacturer narrative:
G4: 20apr2020. B4: 30apr2020. The manufacturer¿s international service technician evaluated the ventilator. The service technician replaced the front bezel and the problem was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.